Manufacturer narrative:
Device alarmed motor error during rewind due to corrode the motor home switch. Also, moisture damage electronic assembly. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify failed battery test, low battery alarms due to motor error alarm. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose was unknown at the time of incident. The customer also stated that the insulin pump had gear slower when priming and grinding noise and failed battery test, battery life diminished. The insulin pump will not be returned for analysis.